Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the bed cut could not be seen. The procedure was cancelled and the patient was asked to return to proceed with the surgery. Additional information received states that the initial flap was not completed.